Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 4.0cm cuff due to cuff fluid loss. No further patient complications were reported in relation to this event.